Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump exhibited constant beeping after performing self tests. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is customer induced damage to the downstream sensor nub which caused the continuous alarm. Recommended that the downstream sensor be replaced. The returned product is beyond 9 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Additional information received on 28-jul-2022 via email and attached to complaint object: biomedical technician doesn't have any of the information requested. The work order was put in on the device and all the biomedical technician was informed of was that when the unit was turned on, and that after the self-test was completed, is that it started to beep constantly. The biomedical technician verified this issue and sent it to smith-medical for repair. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 07-jun-2013.